Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer verified the issue and confirmed that main drawer 5.1 pocket d1 was intermittently failing. The pocket was remotely removed, and the customer replaced it with a new pocket. The station was rebooted and firmware updates were applied. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ICU drawer 4.1 pocket d5 failed. The customer stated that they were unable to recover the drawer and have already attempted a system restart without success. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.